Event description:
Patient had been on the operating room table for several hours, when patient transferred to stretcher the sheet was noted to have had mattress pad melted to the sheet, but had no evidence of any injury to the patient at the time patient was removed from the table.